Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the 1st clip formed correctly. The 2nd clip did not form. When clip came out, it did not close, it was a horseshoe shape. Tried to fire to reset, but it still did not work. Pulled another device to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.